Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that patient was referred to a surgical urologist that will try to do an ins battery change. No further complication was noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp): hcp reported the cause of the implant 'not working' was not determined and was not yet resolved. The nurse reported there were communication issues and asked for a manufacturer's representative (rep) to check device, and was given the phone numbers to schedule an appointment for a rep to come to the hcp office. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s implant was ¿not working.¿ they attempted to communicate with the patient programmer and antenna, as well as the clinician programmer with no results. The patient recalled that the last time they communicated with their device was in (B)(6) 2018, when they had a heart cath procedure. They were transferred to get assistance with having a manufacturer representative come and meet with the patient to troubleshoot. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.